Event description:
It was reported that while inspecting the circulating items, the sterile packaging was found to be damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02776 and 001825034-2022-02777. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6. Reported event has been confirmed. Sterility has not been compromised. Visual evaluation of the returned product/provided photo(s) identified damage to the sterile packaging (blister). Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.